Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a person recently started on the ilet experienced hypoglycemia episodes, including nocturnal lows, and treated them with candy and cola; the person verified blood glucose by fingerstick and compared it to a connected sensor reading that was within one point. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included resolution of the low glucose after user-initiated carbohydrate intake without need for emergency services or hospitalization. Investigation included troubleshooting and user education regarding hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction reported and no discrepancy between capillary and sensor glucose that would indicate a sensor or algorithm failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.